Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was not able to get the ground pad to turn green on their integrated electrosurgical unit (iesu). The customer brought in a third-party generator and was continuing with the case. The procedure was completing as planned with no reported injury.